Event description:
Additional information received indicates that surgiccal intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported observation of ¿ipg not communicating¿ was not confirmed during electrical analysis. The analysis of the ipg diagnostic logs did show periods of communication difficulties, but also noted successful communication and programming. It was noted in the logs returned from the field that the signal strength logged by the programmer was weaker than would be expected which could be contributed to the environment; the device was in a bondable state at that time. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed. All bluetooth ble advertising channel frequencies appeared within tolerance and an x-ray of the devices ble antenna connection found it was seated properly.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.